Event description:
It was reported that the user did not perceive ilet audio alerts overnight and subsequently experienced hyperglycemia, with on-device readings showing ¿high¿ and a fingerstick meter unable to register a value, after prior alerts for low insulin and an empty cartridge. Symptoms included nausea and dizziness. Outcomes included self-management with a subcutaneous dose of insulin aspart and no medical intervention or assistance. Investigation included troubleshooting and user education regarding alerts and confirmation that there was no infusion set occlusion after temporary disconnection. Investigation of this case revealed that insulin supply ran low and then emptied, and that the user reported inadequate alert audibility. It was concluded that hyperglycemia occurred with cause unclear, with contributing factors including low and depleted insulin supply and user not perceiving critical alerts. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.